Event description:
Customer returned the device for evaluation and repair of angulation and air/water supply issues. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that there is foreign material in the nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; due to scratch on switch (sw) sw1, water tightness is lost; adhesive around light guide lens and objective lens is peeled; universal cord has a wrinkle; sw4 has wear; suction cylinder is shaved; due to a dent on suction tube in universal cord, suction volume does not meet the standard value; distal end rubber coating (a-rubber) adhesive has chip; abnormal sound is made due to damage on up/down knob; connecting tube has discoloration; and distal end cover (c-cover), scope cover, scope cover unit, scope connector, protector of universal cord, universal cord, flexibility adjustment ring, grip, connecting tube, sw2, right/left knob, control unit, forceps elevator lever, forceps elevator knob, up/down knob, switch box, have a scratch. The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information of reprocessing of the device was provided: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Event description:
Addendum (B)(6) 2022: the issue the customer experienced with the water supply was clogging. The event occurred during pre-use inspection.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.